Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as it was confirmed that only one instrument fractured during the event.

Manufacturer narrative:
This report is number 2 of 2 MDR's filed for the same event (reference 1822565-2017-01023 / 1822565-2017-01024).

Event description:
During a total knee arthroplasty the headless pin fractured and fell in the patient. The fractured pieces were removed.